Event description:
It was reported that this guide wire had a break or fracture. This accessory was partially explanted, and portion remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.